Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the suture was deployed. An attempt was made to rewire the same access site where the suture was placed, but resistance was encountered when reinserting the wire and the re-wiring was abandoned. The knot advanced as using the suture trimmer as intended and hemostasis was achieved with the suture; however, the knot was visible at the puncture site and the procedure was concluded. Additionally, the relationship between prostyle and sepsis cannot be ruled out. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty readvancing the guide wire into the patient anatomy may include, but are not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. Based on medical review, the patient information was limited and the knot visible at the puncture site may have been related to the patient¿s thin size and most likely has thin subcutaneous tissue. Medical review also concluded that not re-gloving in a sterile fashion prior to vascular closure has most likely contributed to the development of patient sepsis in this case. Additionally, instruction for use (IFU) deviation did not contribute to the reported event. The reported patient effects of effects of pseudoaneurysm and infection are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code 1708 was removed.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, the suture was deployed and the knot advanced as using the suture trimmer as intended and hemostasis was achieved with the suture; however, the knot was visible at the puncture site. An attempted was made to rewire the same access site where the suture was placed, but resistance was encountered when reinserting the wire and the re-wiring was abandoned and the procedure was concluded. While in recovery, a pseudoaneurysm developed later, and the patient was transferred to another hospital. Once the patient was at the second hospital, the patient developed sepsis and are currently undergoing treatment. It was reported that re-disinfection and glove change were not performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 1494, indication for use.